Event description:
The manufacturer received information alleging a fan service required message appeared on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The device has been returned to a third-party service center for evaluation. During the initial evaluation, the device's error log was posted, and a reportable error code was present. The ventilator service required error relates to a battery not charging fault. The investigation is still on-going. A supplemental report will be submitted when the third party service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a fan service required message appeared on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third-party service center, a ventilator service required error relating to a 'battery not charging fault' was found in the device's error log. The service technician states that the internal battery needs to be replaced to resolve the issue. Additionally, the muffler assembly, particulate filter, air inlet foam filter, and maintenance label need to be replaced. The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.